Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 30 curved tip stapler instrument and white reload accessory to perform failure analysis. The accessory was analyzed and it was found to have a broken cartridge tail. The tail exhibited a fracture point, but no missing material was observed. The material was not fully detached. Visual inspection was performed and the reload was found to have a dislodged switch. The reload was returned unused and unfired. The accessory was re-evaluated by engineering team and initial findings were confirmed. The switch was not returned with the reload. The most probable root cause of the broken tail and dislodged switch are attributed to the user mishandling. Tail breakage, along with switch dislodgement, suggested a potential sharp angle of insertion of the reload into the instrument channel. It was likely that the sharp angle of insertion allowed the tail portion of the reload to interact with components at the back of the channel, such as the lockout mechanism or lockout cover. The switch was likely bent and pulled from the tail during attempts to seat the reload while it was misaligned within the channel. Proper use of the installation tool will ensure the reload tail and switch are aligned within the channel during seating and can prevent damage to the reload. The sureform stapler instrument was analyzed and it was found to have 12 lives remaining. Visual inspection was performed and no damage was observed. The instrument was tested on an in-house system where it passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument initialized, clamped, fired, and unclamped without any issues twice. The instrument was fired with sf gray and blue 30 reloads. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 30 curved tip stapler did not fire. The user completed the procedure with no further issue reported. The instrument was not used on the patient.